Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that his blood glucose levels increased above 250mg/dl after approximately 4-24 hours of pod wear on the abdomen, noting that the cannula did not appear properly inserted into the skin. He stated that the issue likely occurred while he was sleeping, and he did not notice immediately, but replaced the pod the next morning. According to the report, the cannula insertion issue led to insulin leakage. The patient replaced the pod and successfully resumed therapy. No medical intervention related to the elevated blood glucose was reported. The patient further stated that he has developed scarring on the abdomen due to repeated use of that area for pod wear. No medical evaluation or treatment was reported in relation to the skin symptom. This event is being reported due to the formation of scar tissue attributed to pod use.